Event description:
The customer states that since they started using the new clinical chemistry serum ict calibrator lot # 0505017, they noticed that the potassium calibration slope is lower than expected and the potassium quality controls are out of range. The sodium and chloride calibration curves and quality controls are within the expected range. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.